Event description:
Boston scientific received formation that during a data log file review, engineers observed that this device exhibited a benign fault code. The type of code observed was self-correcting and demonstrated no impact to critical therapy. No adverse effects reported. Device remains implanted and in service without changes/complications. No resulting adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.